Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted in the gallbladder for decompression during an endoscopy with eus/ercp procedure performed on an unknown date in (B)(6) 2015. According to the complainant, on an unknown date in december 2015, the physician noted upon external imaging that the stent had migrated into the gallbladder. During an ercp procedure the physician removed the stent by following the tract created by the axios stent with his scope and a snare. The physician confirmed that a second stent was not implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the axios stent was implanted in the gallbladder; however the axios stent and delivery system is not indicated for placement in the gallbladder in the us. Additional information received on december 16, 2015: reportedly, the gallbladder was successfully decompressed.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Reported event of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted in the gallbladder for decompression during an endoscopy with eus/ercp procedure performed on an unknown date in (B)(6) 2015. According to the complainant, on an unknown date in (B)(6) 2015, the physician noted upon external imaging that the stent had migrated into the gallbladder. During an ercp procedure the physician removed the stent by following the tract created by the axios stent with his scope and a snare. The physician confirmed that a second stent was not implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the axios stent was implanted in the gallbladder; however, the axios stent and delivery system is not indicated for placement in the gallbladder in the u.s.